Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient's mother stated on (B)(6) 2020 the sensor wire remained in the skin and a small bump could be felt under the skin where the sensor had been inserted. The parent consulted with the endo-clinic at the local children¿s hospital on and was told to monitor the site for infection. The sensor site was tender for approximately a week but has resolved. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.